Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and high blood glucose (bg) over 546 mg/dl. Blood glucose level was addressed with manual injection. Reportedly, the customer required assistance from contacts to address bg level. Reportedly, the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reverted to an alternate method of insulin therapy.